Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the high voltage cable. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's alarm is going off, the contrast adjustment only works on the monitor and that there was an intermittent re-boot problem. No pt injury was reported.